Manufacturer narrative:
(B)(4). That was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). Complaint description: new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that patient experienced pain, discomfort, and inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update: 10/11/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, loose sleeve, and a small crack was noticed after stem insertion during revision. Records are available for further review. Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There is no new allegation reported before the first revision. Added lawyer and law firm. Doi: (B)(6) 2008 -dor: (B)(6) 2009; (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.